Event description:
Litigation alleges pain, discomfort, and elevated metal levels.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # ==> pc-000168703 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records for MDR reportability, patient was revised to address failed right total hip arthroplasty secondary to adverse tissue reaction to metal debris.revision notes stated a typical adverse tissue reaction to metal debris which described as pseudotumor or alval, the abductors and trochanter appear white and necrotic, there is a fair amount of necrotic bone. It was also reported that the patient had severe pain, discomfort,and significantly elevated metal ions.